Event description:
It was reported during device change out for normal eri, reset was observed. The device was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With an external power supply attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be below the expected limits. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion remains undetermined.